Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the pump over infused. The pump was set to infuse in 30 minutes and the pump completed the infusion in 19 minutes. Limited information provided at this time. Unknown if patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain the pump and/or logs. No additional information was received; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.